Event description:
The patient reported their catheter had gotten kinked ¿or something¿ in 2011, so the medication had not been going through. The patient had saline in the pump for just a year, beginning 1.5 years prior to the report. In (B)(6) 2015 lioresal was put in the pump. The patient reported they were due for a replacement in 2016. The patient¿s outcome was requested.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n196829009, implanted: (B)(6) 2009, product type catheter. (B)(4).